Event description:
It was reported that during preparation of a transarterial embolization procedure a shaft break occurred. During preparation the physician flushed the catheter with saline then attempted to remove the renegade microcatheter from the carrier hoop and felt heavy resistance. Physician flushed the catheter two more times with saline and still felt heavy resistance. On the third attempt to remove the microcatheter the microcatheter broke. Procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation of a transarterial embolization procedure a shaft break occurred. During preparation the physician flushed the catheter with saline then attempted to remove the renegade microcatheter from the carrier hoop and felt heavy resistance. Physician flushed the catheter two more times with saline and still felt heavy resistance. On the third attempt to remove the microcatheter the microcatheter broke. Procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection, the catheter was returned for analysis. The returned lot number was 14134846 which was verified against the reported lot and found to be the same. The catheter shaft was broken 13.5cm from the proximal. Braid is exposed for 6.5cm. Physical testing, a coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however coating damage was evident distal to the breaks. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. This failure occurs as a result of lack of adequate flush to the dispenser coil before removing the catheter. (B)(4).